Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction. Without the pod returned for investigation, no conclusions can be drawn. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency. The customer's father had reported concern about insulin absorption. The report of the customer's insulin absorption issue is related to a site selection issue. During the initial report, customer's father was advised by insulet product support to "rotate sites to give preferred site a rest as scar tissue build up may affect the insulin absorption". In f/u to the event, insulet product support conducted training with the customer and customer's father regarding the functionality of iob and importance of site rotation. In the event that there was a product related malfunction contributing to this event, insulet has taken multiple actions to correct and prevent defects that may result in a pt receiving reduced levels of insulin.

Event description:
The customer's father reported that his son was admitted to the hospital for dka. He reported that his son's bg was 315mg/dl and remained high despite multiple corrective boluses. He was "concerned that the insulin isn't absorbing in his son's system as fast it used to". The pod will not be returned for eval.